Event description:
It was reported that during a procedure the tip that connects the tubing to the female luer fitting broke off. Specifically, the female luer fitting broke at the base of the connection to the catheter tube. The break happened as the device was being put on a syringe. With the pipe of the device unremoved from the patient, the operators of the device were able to replace the damaged section of the device using tubing from another device of the same type.